Manufacturer narrative:
Evaluation summary: as received the valve exhibits minimal to moderate calcification is detected in the cusp area leaflet 3, and in the free margins of all three leaflets. Calcification may have restricted mobility in the leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Heavy host tissue overgrowth is noted onto leaflet 2 at the outflow aspect, as it encroached into the orifice by 5mm. Host tissue is moderate at the stent outflow. The sewing ring is cut and the wireform is exposed at commissure 3, most likely due to explant. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and found no non conformance was found related to the event. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Method: (B)(4) other = device not returned. Additional manufacturer narrative review of the device history record (DHR) is in progress. Return of the device has been requested, but not yet received. No further investigation can be done until the device is received.

Event description:
It was reported that an edwards aortic valve was explanted after an implant duration of approximately 69 months due to due to shortness of breath. The operative report indicates the patient was diagnosed with aortic stenosis. It further states, "the heart and great vessel were encased in very dense mediastinal adhesions which was quite unusual even for a reoperation. In addition, there was an extensive inflammatory reaction throughout the aortic root and around the aortic valve. Pannus had grown from the aortic wall onto the sewing ring and then across sewing ring onto the aortic valve leaflets leading to the aortic stenosis.